Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. During evaluation, the device had no faults. Maintenance was performed with satisfactory results. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device history record review and labeling review was not required as the reported event was unconfirmed and not a manufacturing or supplier related failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the alarm 64 (non-recoverable system error) appeared on the arctic sun device. The user changed the device and continued therapy on another arctic sun device. Per follow up information received on 15nov2021, the arctic sun device was repaired at the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the alarm 64 (non-recoverable system error) appeared on the arctic sun device. The user changed the device and continued therapy on another arctic sun device.